Event description:
It was reported to kendall/tyco healthcare on 04/19/2006, that a customer had a problem with the kendall tandem dialysis catheter. The customer alleges, "that the introducer sheath in the kit did not work properly. The tab at the top of the sheath tore-off leaving the surgeon with nothing to grasp to complete splitting the sheath. A clamp was used to complete the process, no patient injury noted."

Manufacturer narrative:
The investigation is currently underway, upon results of the investigation a supplemental will be forwarded.